Manufacturer narrative:
The reported event of phrenic nerve stimulation was not confirmed. As received, a complete lead was returned intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the patient received unintentional phrenic nerve stimulation from the lead despite multiple position changes. A new lead was implanted. The patient was stable.